Manufacturer narrative:
(B)(4). Date sent: 5/26/2016. Batch # unk. Maude report number: mw5061508.

Event description:
It was reported that the patient had the band placed in 2005. Had pregnancy in 2014. The band then slipped and started a pocket in her esophagus and then erosion and many scar capsules on the stomach. It is unknown if the device is available or still implanted.